Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a vial-mate device leaked. The event occurred on a docked vial-mate without being activated. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation still attached to the septum of the viaflo bag. After reconstituting with a new viaflo bag, a functional leak test was performed and a leak was observed. The reported condition was verified. The vialmate was then disassembled and it was noted that the protector was not inserted well in the piston mushroom. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.